Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter with the guidewire inside the iab lumen. The technician was able to successfully aspirate the inner lumen. The technician removed the guidewire from the iab lumen and attempted to reinsert the returned 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint: (B)(4).

Manufacturer narrative:
Initial reporter full name: (B)(6). Occupation: ccp, lp, ahn director, perfusion. Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion, the guidewire was pulled back beyond the tip of the intra-aortic balloon (iab) prior to it being fully inserted. Efforts to advance the wire back past the iab tip were unsuccessful after several attempts so the wire and iab were removed from the patient. The phyiscian again tried advancing the wire past the tip outside of the patient and still was not successful. They chose not to proceed with insertion. There was no patient harm or adverse event reported.